Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricle lead exhibited noise oversensing. The lead was explanted and replaced. The physician alleged that there was lead insulation damage. The patient is stable throughout.

Manufacturer narrative:
The reported event of noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation at 44.5 ¿ 44.7 from the distal tip consistent with friction to the device can. Suture tie impressions were noted at 42.6, 42.9 and 43.2 cm from the distal tip. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.